Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex mesh, patient was diagnosed with granuloma, inflammation, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2004: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated ventral abdominal hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the incarcerated omentum tissue was reduced back into the abdomen. A ventralex mesh was inserted and secure it with suture.¿ (B)(6) 2004 - patient was diagnosed with suture granuloma and inflammation with previous ventral abdominal hernia thereby underwent open repair with the partial explant of ventralex mesh. Per operative notes, ¿the surrounding mesh was excised in additional to the granuloma and scar tissue. The remaining part of mesh was securely sutured.¿ attorney alleges that patient had infection, pain, chronic granuloma, inflammation and drainage, mesh sticking through the previous incision site.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2004: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿